Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unsealed 20ga x 1.00in. Insyte autoguard bc unit from lot number 4116721. Additionally, two photos were provided. A visual inspection of the provided unit confirmed there was black foreign matter on the adapter of the catheter. The foreign matter was unable to be removed, it appeared to be embedded into the adapter. There was no foreign matter discovered on the catheter tubing or the needle, it was only on the adapter. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the molding process. During molding, resin is used to form the device. It¿s possible that previous resin got burnt and was still present when this device was in the molding process, causing the black solid foreign matter. Quality control plan visual inspection, environmental monitoring, and gowning are performed to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autog bc foreign matter found in fluid path. The following information was provided by the initial reporter: issue: this IV catheter was opened today in a patient room for routine IV access. Once the rn noticed it was contaminated, she immediately recapped, put the catheter back into the packaging, and then retrieved a new/clean insyte for the IV stick. No harm to the patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.